Event description:
The facility representative reported a flo-gard infusion pump with "pression clamp broken". This condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. There was no patient involvement, patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "presion clamp broken" was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be worn pole clamp shaft threads. Should additional information be received, a follow-up medwatch will be submitted.